Event description:
The user reported that while preparing the device for a balloon angioplasty procedure, it was noticed that the pressure gauge was not at 0 atm. The user started the procedure but the pressure gauge did not respond. The user continued to use the device and the gauge started to respond intermittently. The device was pressurized up to 10 atm. At this pressure the user noticed under x-ray that the balloon seemed to be more inflated than usual. After one or two more inflations the balloon was again inflated up to 10 atm and deflated, but the pressure gauge would not return to 0 atm. The user then tried another inflation up to 10 atm. At this point in the procedure, the balloon ruptured. The procedure was successfully completed and no harm or injury was reported.

Manufacturer narrative:
Device eval - the suspect device has not been returned for eval. The user did not indicate if this was the initial use of the device. A f/u report will be submitted when the eval has been completed.